Manufacturer narrative:
The manufacturer did not receive devices, xrays, or other source documents for review. As the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The received x-ray does not reveal any obvious initial malpositioning of the components. However, its quality is insufficient for a detailed analysis of the osseous structures around the implant. A radio-lucent area is visible at the medial side of the distal part of the stem which indicates osteolysis, a known factor for potential stem loosening. However, no x-rays or an earlier point in time were available for comparison. In addition, no specific product information, such as lot numbers were provided. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. It is possible that an excessive wear in the modular junction (taper connection) of the stem could lead to aseptic loosening. However, since the product is not received for the investigation this possible cause could not be evaluated. Possible causes for the reported event - aseptic loosening - according to dfmea: due to excessive wear in the modular junction (taper connection); due to wrong behavior of the patient, high patient activity, patient disregard limits of the device; due to surgeon does not comply with surgical technique. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. One photo was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received on 05/27/2015. Patient information, reference number of the product and implantation date and revision date were provided. Since we didn't receive the exact date of implantation we took the first day of the month ((B)(6) 2013).

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. The fitmore hip stem was revised due to aseptic loosening after 2 years and 2 months in vivo. There is only one x-ray of suboptimal quality and without date for evaluation at hand. The x-ray shows a loose stem in a varus position where the distal part of the stem neck seems to be covered by bone. The latter could also be a result of a subsidence of the stem. However, as there is no x-ray follow-up at hand, it is unknown if the situation displayed on the x-ray existed already at time of implantation or developed over time in vivo. The slightly shiny areas visible on the fitmore hip stem are signs of loosening which confirm the radiological finding. The reason for the aseptic loosening of the stem stays unknown. It could be that sufficient primary stability which is mandatory for a durable fixation could not be achieved. For a good anchorage, the stem should rest on the calcar on the medial side and have contact to the cortex on the lateral side in the proximal half of the uncoated area. In the case at hand the chosen stem size does not fill the medullary canal optimally. Therefore, by choosing a larger stem size the anchorage of the stem in the femur could probably have been optimized. In addition, in the surgical report of the implantation it was mentioned that the medullary canal is opened with a starter chisel and the awl. According to the surgical technique for the opening of the medullary canal the curved chisel or curved hand rasp should be used and the use of an awl is not recommended . It is unclear if the original instruments are meant by the terms mentioned in the surgical report or actually an awl that is not recommended was used. This could probably have had an effect on the primary stability, too. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device was returned for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
This case was re-open on august 3, 2015. Additional information received on july, 31 2015. The surgical report was provided and the device was returned for investigation.

Event description:
It was reported that the patient was implanted a winterhur generic hip on unknown date. The patient was experiencing aseptic loosening. It's stated that a revision surgery will take place on (B)(6) 2015.